Event description:
It was a reported that the patient received a meter in the us that read in mmol/l; this meter was designed and labeled to read in mmol/l. Meters distributed in the us should read in mg/dl. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.